Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Dealer states that the rear back cane on the left where it bolts to the frame has broken off. The user had it welded and has broken again.